Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, flat creases and an opening on the posterior. The weight of the device was within specification. A visual and microscopic analysis was performed which identified, striated opening on posterior. Based on the device analysis, the final assessment is: a striated opening assessed, as surgical damage.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device remains implanted.